Event description:
It was reported that a right ventricle (rv) lead was implanted on (B)(6) 2025. Post procedure, the rv lead exhibited loss of capture. The rv lead had been identified to be dislodged into another position in the rv as verified under x-ray. The rv lead was then explanted the next day. The patient was stable throughout.